Event description:
On may 26, 1998, rptr underwent an extra corporal shock wave lithotripsy, from a mobile lithotriptor unit. The procedure was performed at an outpatient surgical clinic, by a urologist. Approximately a half hour after the lithotripsy, rptr was rushed to the emergency room. Her hosp stay was eleven days, and she was critical for the first two days. Rptr developed complications of renal hematoma. Rptr has a permanent pedical injury to the right kidney. The kidney is currently non-functioning, and the injury is permanent. Rptr had only one kidney stone at the time of the lithotripsy. Rptr is currently partially disabled. No other product info was available to rptr.